Event description:
It was reported that the atrial lead thresholds have been unstable the last few years. During troubleshooting of the lead, the manual threshold test was not performed as the patient was in atrial fibrillation. The impedances and sensing appeared to be stable so the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated intermittent atrial capture threshold. Atrial capture shows intermittent capture and varying thresholds throughout entire record. Concomitant medical products: product ID: addrs1, ipg, implanted: (B)(6) 2012. (B)(4).